Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device loses communication with the battery, powers off, gives solid red x with chirp. There was no reported patient involvement.